Manufacturer narrative:
The insulin pump was received with a frozen display due to a faulty connector on the interface board. As a result, we were unable to verify any alarms.

Event description:
It was reported by the customer that there was an alarm on the insulin pump. Troubleshooting was performed and the insulin pump was rested for 10 minutes and then 2 hours. The insulin pump booted up then remained stuck on a black screen. Nothing further was reported.